Event description:
It was reported through literature that asahi confianza pro guide wire might have caused or contributed to cardiac tamponade and cardiac arrest. Publication: cardiology in the young 33: 608-612 title: a retrograde approach for transcatheter valvotomy procedure in infants with pulmonary atresia intact ventricular septum (pa-ivs): retrograde versus antegrade approach excerpts: [summary] this is a single-centre retrospective study conducted from january 2017 to june 2019 consisting of infants undergoing transcatheter pulmonary valvotomy procedures from our centre. [Method] subject selection a total of 12 consecutive patients with pa-ivs (pulmonary atresia with intact ventricular septum) underwent transcatheter pulmonary valvotomy procedures at our institution from january 2017 to june 2019. The clinical date were collected from the medical record and catheter lab log report. Subjects who underwent transcatheter pulmonary valvotomy procedures using the usual approach (antegrade approach) and retrograde approach were included in this study. [Retrograde approach or one-access intervention approach] valvotomy was done at the cusp of the semilunar pulmonary valve (edge of pulmonary valve) using the bottom stiff-end wire 0.014, which further ballooned gradually from sizes of 1.5 mm, 3 mm, and 8-10 mm. [Usual (antegrade) approach or two-access intervention approach] perforation of the atretic pulmonary valve (valvotomy) was performed from the right ventricular outflow tract at the centre of the semilunar pulmonary valve using bottom stiff-end wire 0.014 (fig 2). Balloon valvuloplasty was then conducted using coronary and tyshak balloons (numed) gradually from size 1.5 mm, 3 mm, and 8-10 mm. [Result] among 3733 records of cardiac catheterisation studies in paediatric patients during the last 3 years from january 2017 to june 2019, there were 12 infants with pa-ivs undergoing pulmonary valvotomy. Five subjects were done ante, and seven by retrograde approach. As shown in table 1, most subjects were male (58%) with no statistical differences in age (43.28 ?} 9.06 versus 71 ?} 35.12, p = 0.483) and body surface area (0.231 ?} 0.07 versus 0.276 ?} 0.35, p = 0.278) between the retrograde and antegrade approaches. The type of bottom stiff-end wire for valve perforation (valvotomy) was used based on the availability of wire during the procedure, ranging from run-through ns floppy (terumo), hi-torque family (abbot), sion blue (asahi intecc) , gaia third (asahi intecc), or conquest pro (asahi intecc; table 1). Adverse events found during the procedure were supraventricular tachycardia in one patient, and cardiac tamponade that ended in cardiac arrest in one patient resuscitated during the usual (antegrade) approach procedure. [Conclusion] the retrograde approach offered shorter procedural time and more satisfying results than the usual (antegrade) approach. The shorter procedural time was preferred due to the shorter duration of general anaesthesia, which may decrease the risk of neurodevelopmental deficits in the patient. Table 1. Baseline characteristic of the study population reportable case: patient 5. Gender: male. Age at procedure (days): 34. Approach: antegrade. Sheath size: venous = 4f; artery = 4f. Bottom-end wire for valvotomy: conquest pro (confianza pro). Complication: cardiac tamponade, cardiac arrest.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. An asahi confianza pro guide wire was reportedly used for valvotomy in this study; however, how the mentioned confianza pro guide wire had caused or contributed to the reported cardiac tamponade and cardiac arrest was unable to be determined based on the limited written information. Referring to known similar events, it was presumed that patient anatomy and procedural contents were most likely associated with the adverse events occurred during this study. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects]. Damage to a vessel, including possible vessel perforation. Cardiac tamponade due to vessel perforation.